Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va108dz, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient's device was reported to have been removed because it was not functioning properly. The patient was implanted for urinary dysfunction/sacral nerve stm and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# va108dz, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported of no longer having interstim. Patient was in a car accident back in (B)(6) 2016 and it got damaged so they thought in march that they were putting it back in. Patient said the date of car accident was 2 years ago at (B)(6) in 2016 and did not know their interstim was not even working took 3 months after accident. Patient said all the parts were removed due to car accident, they put a new one in and patient got staff then ended up in hospital so they took it out and patient could not have it back in for like 8 months.